Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported that they went to the ER as a result of a potential infection in their main suture for the electrode that was put in on the left side of their brain. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.